Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm noted. The pump was received with scratched lcd window, cracked case display window corner, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer took out the battery and put in a new energizer battery 3-4 hours later. The customer received the same problem. The customer stated that the buttons did not work properly. The customer will be sent a replacement pump. The customer will return the pump for analysis.